Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿rupture¿ diagnosed via MRI and ¿exchange from texture to smooth due to the patient¿s concern of the product¿. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. Rupture: observed broken device through microscopic inspection assessed as surgical damage and missing piece of shell assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported ¿rupture¿ diagnosed via MRI and ¿exchange from texture to smooth due to the patient¿s concern of the product¿. This record is for the right side. Device was explanted.